Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device did not recognize the batteries were installed. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. A system interconnection cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.